Event description:
Pt having d&c. Thermachoice used, temperature at 84 degrees & it moved very quickly. After 8 mins of use, only a minimal amount of eschar was noted on the uterine wall. Novasure device completed the procedure.